Event description:
The complainant reported a patient, ethnicity and race unknown, in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the pump did not start, the pump position was confirmed by trans-esophageal echocardiogram which appeared to have no flows and no movement at the inlet cage. The team suspected a possible thrombus on the inlet cage. This pump was removed and replaced with another impella which worked appropriately. There was no patient harm reported, and this device was replaced.

Manufacturer narrative:
The investigation into the pump did not start has been completed. The impella pump was returned for investigation. The product was returned, and a clot was found in the cannula. The pump was run in a bucket of water with the clot and the low flow conditions were reproduced. The clot was then removed, and the pump was run again, this time the pump produced flows that were within specification. The root cause of the low flows was determined to be ingested biomaterial. This report is being filed as part of a retrospective review of historical records.